Event description:
It was reported to MFR that high lead impedance had resulted from a system diagnostic test when the vns patient's device was tested at a routine follow up visit. There was no specific report of trauma or manipulation of the device. The patient's caregiver stated that the patient does experience falls, however, it was stated by the caregiver that the patient "never falls on the device directly". X-rays were taken and sent to MFR for review. There were no obvious anomalies observed on the x-rays that could be contributing to the reported events. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Manufactured reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.